Event description:
It was reported that the pt was not able to adjust stimulation and a "call your doctor" icon was down. A power on reset (por) condition was reported. The pt also reported a loss of therapeutic effect. Add'l info received reported the pt had a reprogramming appointment (B)(6) 2011.

Manufacturer narrative:
(B)(4).